Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Damage or deformation of the angulation control lock/knob was noted. The angle wires were stretched. The auxiliary water channel was buckled. Crack of adhesive on bending section cover was noted. The bending cover was knocked to a sharp surface. The resin was cracked due to chemical stress applied during the (cleaning, disinfection and sterilization) cds process. The resin area becomes detached due to humidity/ deteriorated due to the cds method/ and/or bending at a sharp angle. The light guide lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object. Damage or deformation due to physical stress was noted on the switch box/switch, boot protector and control section. Decrease of output light was noted and insulation is out of specification. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, the angle adjustment of the colonovideoscope does not work while rotating the control knob. The issue occurred during a diagnostic procedure. The device was inspected before use and passed the inspection. The procedure was completed using a similar device. There was no delay in procedure. The device was returned and an evaluation revealed foreign material exiting from the channel (including auxiliary water channel). This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device from the obtained information. The root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.